Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead was undersensing. The lead remains in use. No patient complications have been reported as a result of this event.